Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon used universal extraction rod with gamma targeting device and the threaded driving end broke. A replacement device was not used.